Manufacturer narrative:
It was reported that the tip of the threaded olive wire broke off and was stck into the patient. It could not be retrieved. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - the tip of the threaded olive wire broke off and was stck into the patient. It could not be retrevied.